Event description:
It was reported that air within the device occurred. A left atrial appendage (laa) closure procedure was performed using a watchman fxd curve access system. When the operator attempted to flush the side port of the was, air filled the side port despite the touhy being firmly closed. The procedure was completed with a new was. No patient complications were reported.